Event description:
Caller (customer's son-in-law) reported that on the evening of (B)(6) 2014, the customer was unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. Caller further reported that earlier that day, the customer experienced dizziness and headache and also suffered a seizure and a loss of consciousness. Customer was transported to the emergency room where she was reportedly diagnosed with hyperglycemia and treated with glucose. Caller could not recall any other medications provided or the route of administration, but stated no new medications were given. No further information was provided as caller declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: it should be noted that the freestyle test strips (lot 0807930) reported by the caller are incompatible with the freestyle freedom lite meter and expired on march 31, 2010. Additionally, the reported treatment of glucose is inconsistent with the diagnosis of hyperglycemia. All pertinent information available to abbott diabetes care has been submitted.